Event description:
This device stopped ventilating on a patient and displayed error tf9907. The rn noticed it stopped ventilating and quickly swapped ventilators. It was reported to the director of respiratory on wednesday, (B)(6) 2021 11:05 pm. I picked up the device (B)(6) 2021 around 8ish am. When I turned it on, it made a high pitch sound that would not go away and displayed o2 defective, tf9709, tf9708, tf9705, tf9702,tf9907, tf5508, tf5513 and tf5512. I had to turn off the device 4 times to make the high pitch noise go away. Now the error messages are not popping up anymore and the high pitch noise is gone. Here is the contact of the tech that reported the issue to the director: (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective g5 vu mother board. In consequence (correction) the defective g5 vu mother board was replaced. There was no patient or user harm.